Manufacturer narrative:
Load cell. Stryker rep to do repairs. Customer performed eval.

Event description:
It was reported that the scale was not accurate. There was no pt involvement or adverse consequences reported.